Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred with no recovery. This information was presented as ¿280317: motor stall occurred and not recovered¿ [it is unknown at this time if the number provided was the date of the motor stall, although the given event date was (B)(6) 2017]. Troubleshooting included reprogramming; the pump did not restart. Symptoms included withdrawal and confusion. Interventions included providing the patient with alternative medication and stopping the pump before planned replacement. The date of explant was (B)(6) 2017. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted as resolved, and the patient had recovered. The patient status was alive ¿ no injury. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer had returned the pump for analysis. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. The analysis interrogation print report indicated the pump was used to deliver morphine 15.0mg/ml, unknown dose. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative has possession of the explanted pump. They noted that they would interrogate the pump and see what the drug was and other information that is being requested regarding the event. No further complications were reported and/or anticipated.